Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 483 mg/dl. The customer had symptoms such as and treated with bolus from insulin pump. Customer's blood glucose value was 483 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on october 14, 2019. Troubleshooting was declined by the customer for high blood glucose. The insulin pump was not returned for analysis.